Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an infusion using a spectrum infusion pump the patient received an overdose of insulin in the emergency department. The insulin infusion was programmed with a volume of 100ml at a rate of 8ml/hr. The patients glucose levels dropped and the physician ordered insulin dose decrease to 4 units/hr( rate-4ml/hr). The nurse stated that she programmed the pump with insulin dose decrease to 4 units/hr (4ml/hr) then left the patients room. A few minutes later the pump alarmed (unknown alarm) and another nurse went in and ¿stopped¿ the pump and notified the nurse of this occurrence. The nurse stated she immediately went in to check the pump and the intravenous (IV) bag was empty and at that time she unloaded the IV set. The patients glucose level dropped again and as a result of the decreased blood glucose an infusion of 10% dextrose 250ml was started at 12:20pm at a rate of 250ml/hr. An ampule of 50% dextrose was administered via manual IV push. The nurse stated that stable blood glucose range is 400 -500mg/dl and at 1:00pm the patients blood glucose was 511mg/dl and considered stabilized for transfer to the intensive care unit. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified the upstream valve holder shims were not properly installed which contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported over infusion which was reproduced. Engineering investigation concluded that the root cause was unauthorized user facility maintenance. The upstream valve holder shims were improperly installed while in the field prior to the pump¿s return to baxter (B)(4). The improperly installed shim became jammed between the upstream valve and valve holder, resulting in uncontrolled flow. The upstream valve holder shims were replaced and the device was calibrated to correct this condition. Use errors and proper user instructions are addressed in "spectrum service manual", which is shipped with every spectrum infusion pump device. The guide instructs that servicing of the spectrum infusion pump is restricted to qualified, baxter trained, service personnel who employ baxter authorized parts and procedures. Use of other parts and servicing procedures is prohibited. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported unknown alarm. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported event was verified. The device was found in specification in relation to the reported unknown alarm which was verified through a review of the event history log to be an inactivity alarm. The user did not confirm flow which resulted in the pump alarming for inactivity as designed and no correction was required. Should additional relevant information become available, a supplemental report will be submitted.